Manufacturer narrative:
The pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarm was noted. The pump was received with a scratched case, pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm reoccurring insulin flow block during bolus. Customer's blood glucose at time of incident was unknown. The customer was asked to deliver 5 units fill cannula. Customer stated insulin exits during 5 unit fixed prime. The customer stated consistent insulin flow block alarm during bolus/basal. The customer insists on replacing the pump. The customer was advised we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.